Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer saw bubbles her in reservoir. The customer's blood glucose was 218 mg/dl. The size of the bubbles were about one eight of an inch. Troubleshooting was done. Customer stated that the tubing connector and reservoir cap seemed to be loose and not connected properly. Advised customer to change the infusion set. Customer stated that the air bubbles did not persist after the set change. Advised to monitor and call back if the problem persists. Advised customer would be sent replacement sets. Nothing further reported.